Event description:
It was reported by the patient that the patient is short of breath and has almost fainted. It was also reported by the patient that the patient's implantable pulse generator (ipg) is "not working right" and they were "getting little shocks from it." It was noted by the patient that the ipg has not been checked in a long time. Follow up information was attempted, however, was unable to be obtained. The ipg is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.